Manufacturer narrative:
(B)(4). Date sent: 04/21/25. B1: corrected. H1: corrected to not reportable. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? => unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? => unk. Or, did the device fully fire and stop during the automatic knife return? => unk. - was there any difficulty opening the device? => unk. If yes, how was the device removed from the patient? => unk. If yes, did the jaws eventually open? => yes, they did. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2025 d4: batch # 139d62 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 139d62, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/27/25. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pve35a with lot number c9ee70; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a video-assisted thoracic thoracoscopic lobectomy procedure for lung cancer, it was observed that the device could not be fired and did not work properly. The knife moved forward but stopped moving on the way. The reverse button was used to return the knife and the jaws were opened. It was used on lung blood vessels. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.